Event description:
It was reported that the patient underwent the revision surgery due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 6495-2-010, lot ect9y, description: gmrs dist fem comp smll 65mm; cat 6495-2-010, lot edlkp, description: gmrs dist fem comp smll 65mm; cat 6495-2-105, lot ldi079, description: gmrs small femoral bushing; cat 64995-2-115, lot ctd2044, description: gmrs small axle; cat 6495-3-601, lot 45021, description: gmrs tib rotating sml comp; cat 6485-3-711, lot 113634a, description: mrs curved fem stem 11 x 127mm; cat 6495-2-105, lot ldi760, description: gmrs small femoral bushing. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices were discarded and are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a mrhk bumper insert - neutral component was reported. The event was not confirmed. Device history review: DHR review determined that the lot was manufactured and packed to specification. Complaint history review: chr review confirmed that there has been no other similar event for the lot and sterile lot. Conclusions: the exact cause of the reported infection could not be determined because insufficient information was provided. Further information such as x-rays, operative reports, medical records including patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient underwent the revision surgery due to infection.